Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During pre-discharge follow up, increased capture threshold and low sensing were noted on the right ventricular (rv) lead. X-ray imaging was performed and revealed rv lead dislodgement. The lead was repositioned to resolve the event. The patient was stable.